Event description:
The customer reported that their acuity system's cpu unexpectedly rebooted multiple times. This resulted in a temporary inability to centrally monitor patients; however, bedside monitoring was not affected. There was no report of any pt haem as a result of the reported events. (B)(4).

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.